Event description:
It was reported that during a trial procedure, the patient experienced discomfort and pain due to lying on the stomach awake. The physician aborted the procedure and referred the patient to a neurosurgeon for the trial.

Event description:
It was reported that during a trial procedure, the patient experienced discomfort and pain due to lying on the stomach awake. The physician aborted the procedure and referred the patient to a neurosurgeon for the trial.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.